Event description:
Pt states that the display screen of the pump is flashing as the pt is trying to deliver a bolus. This is continuing after a new battery was placed in the pump. Pump will not deliver a bolus nor will it prime. This required no physician or hosp intervention. Insulin injections were administered at home.